Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was then soaked in a water bath to help soften the blood before further attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The investigator was still unable to inflate the device. A microscopic examination identified a balloon pinhole located approximately 9mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted on the tip, markerbands and the shaft.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, after a non bsc guidewire passed through the lesion by contralateral approach, it was noted that there was leak of contrast media from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, after a non bsc guidewire passed through the lesion by contralateral approach, it was noted that there was leak of contrast media from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.